Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was removed from service after 8 days of implant due to loss of ventricular capture and r wave sensing. A low impedance was also discovered.